Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, it was noticed that the wire was protruding from the catheter at an unrecognized angle. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the wire anchor dislodged.